Event description:
It was reported that when using the bd pyxis¿ medbank tower key combo was not set up correctly. When the user tried to issue out insulin, key was not opening but tramadol 50mg tab 06 14 cubie was. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key combo was not set up correctly. A technical support specialist (tss) confirmed that the item to be issued was set up in a cubie as well as a key combo, so it issued the item from the cubie first and then from the key. The tss informed the same to the customer, explained that the setup was incorrect and would require an administrator to fix it. The system functioned as intended after the technical support specialist investigated the device.